Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, the tip of the sheath broke about at seven millimeters before it went outside. It was unknown how the procedure was completed. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The tip of one needle was broken.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.